Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the d-connector on power cable had bent pins. There was no pt involvement.

Manufacturer narrative:
The reported complaint was confirmed by the service repair technician (srt). The srt replaced the power cable. With the cable replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.